Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Customer returned sensor without the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose. Customer stated that she was having problems with the sensor keeps getting lost sensor alarm. Customer stated that she removed the sensor to check it, and noticed that the sensor cannula was broken in half and it may be inside her body. Advised customer to make sure the sensor cannula did not remain in her body and to follow up with his doctor as needed. Nothing further was reported.